Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device inspection by the olympus service operations repair center (sorc) did not report any defects other than those reported in the initial MDR. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the device inspection results by sorc, olympus medical systems corp. (Omsc) assumed that the reported event was caused by short circuit of electronic circuit due to intrusion of water. This intrusion of water may have been caused by cracks on the focus ring due to user handling. The instruction manual provides preventive measures against the reported damage. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the endoscopic image was not displayed. Then, olympus inspected the device at olympus service operation repair center (sorc) and the reported event was not reproduced. The inspection of the device also confirmed the followings; the head part was poorly watertight. The focus ring on the head part was cracked. There was no report of patient injury associated with this event.